Event description:
Information was received from a consumer regarding a patient receiving prialt (ziconotide) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported pump was implanted on (B)(6) 2016 and when they went to remove stitches the incision wound opened and just kept getting bigger and bigger and would not heal. It was stated the pump implant site swelled up like a grapefruit on the left side, so they tried the right side and the same thing happened, so the pump was removed until the infection went away. It was stated a total system explant occurred. The infection was confirmed at the pump pocket and associated with implant. The strain was unknown. It was noted a new pump should be implanted again in (B)(6) 2017. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.